Event description:
Philips received a complaint on the device indicating that it needs an urgent review for failure applying the discharge. It is unknown whether the device was in clinical use, however no harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer worked with the rse. It was decided that the high voltage capacitor needs replacement. The high voltage capacitor was sent to the customer for their installation. No further action is required at this time.